Event description:
Auto suture roticulator 55 poly disposable stapler used to staple tissue. Physicians stated, "the device clicked, fired, but staples (in the middle) did not grab & close properly." In order to complete the procedure, the physicians used figure of eight stitches to complete the closure.